Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the patient is starting to have electric tingling down their right leg that goes all the way down to their ankle and on their left leg to their inner thigh. When asked event date- caller stated that this has been going on occasionally but has been all day today and they waited a few hours to see if it would go away, but it did not. Caller mentioned that they spoke with manufacturer representative (rep) when they first got implanted who told them to call if they ever get excessive tingles because it might mean that the controller might need some "correction" or something. Agent walked caller through decreasing the stimulation on group c the call; c1 was 5.2 and decreased to 5.0. Pt was told that group c is all they would be using. Caller then stated that the left leg is where the patient has all their pain and that's what the stimulator is supposed to be helping wi th, but the right leg is having all the tingling. Pt will continue to decrease intensity, monitor, and if not resolved - pt was redirected to hcp to further address pain and the tingling.